Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the unit received had the handle closed without having the transitional inserted. This caused the handle to become misshaped. The handle was reopened to accept the new transitional. The shock cushion, ¼ inch pin, and adjustment wrench were replaced due to wear. Root cause - complaint confirmed via inspection of the unit. The transitional was not bent. The base handle had been closed without the 6-inch transitional inserted, deforming the handle opening. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the transition member on mayfield ultra base unit (a2101) has been bent and no longer operates functionally; the lever would not lock. It is unknown if there was patient involvement; however, no injury or surgical delay has been reported. After the device was evaluated, it was found that the unit had the handle closed without having the transitional inserted